Event description:
The customer reported the device is intermittently shutting down on the system with a fresh battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.